Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the r-unit (another term for the charged-coupled device) was found to be broken, and the image was not displayed. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the charged coupled device was broken and therefore the image would not displayed. The most probable cause of the additional failure(s) is a cause linked to the device but not traceable more specifically. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device displayed blurry, flickering images. There were no reports of patient harm.